Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer declined troubleshoot assistance for the high blood glucose, stating that she had already consulted her doctor that day. She was advised that replacement emergency supplies would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.